Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, there was no contact (noted also as ¿disconnect¿) between the implantable neurostimulator (ins) and the lead component. The ins had to be removed and replaced which resolved the problem. The product issue was reported as resolved and the cause of the issue was not determined. Also, it was unknown if there were any patient symptoms or complications associated with the event. No additional information regarding the patient was able to be obtained on follow up. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Based on the analysis results of the implantable neurostimulator, the (B)(4) no longer applies. The neurostimulator was found to have no connection anomaly.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The battery reached a normal end of life condition. The ins battery was low (1.988 volts) which resulted in weak output amplitude. Telemetry and output were okay. No issues were found related to making a connection between the ins and extension. Based on the use-before date, the ins had been implanted for more than 10 years. A longevity estimate based on the parameters the ins had when received for analysis indicated an expected life of greater than 10 years. The ins battery was severely expanded when received for analysis. Due to the battery chemistry, battery expansion is a known normal condition that occurs when a battery depletes.